Manufacturer narrative:
Per data log review: there were multiple motor faults (7) on (B)(6) 2024. Any intermittent connection could cause this issue, and so could a motor failure. The service repair technician (srt) operated the pump and could not reproduce the initial fault. The srt replaced the pod. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2024, the team at the user facility experienced a problem with their heart lung machine (hlm) during cardiopulmonary bypass whereby the six inch roller pump designated as the arterial pump gave a 'stopped: motor error' message, which stopped the pump. The heart was not arrested and was beating at the time of the incident. The user power cycled the hlm to troubleshoot, but the message persisted. They additionally unplugged and plugged in the pump power line, which resolved the issue. They opted to replace the roller pump with a centrifugal pump given the amount of time left to finish the case. As a result, there was no blood loss, and the surgery was completed successfully.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump stopped and displayed 'motor error'. The heart lung machine (hlm) was restarted, and the message remained. The roller pump was unplugged and plugged back in, and the issue resolved. As a result, and due to the time remaining in the case, the roller pump was replaced with a centrifugal pump. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. The pst loaded the roller pump with 1/2-inch tubing to match the tube size setting and ran the pump at various speed throughout its operating range. The roller pump was left operating at approximately 30 revolutions per minute (rpms) for several hours with no observation of motor errors. The cabling inside the pump appeared to be fully seated and the wire bundles were undamaged. It was determined that the roller pump met specification.